Event description:
Revision of accolade stem due to painful hip. An adaptor sleeve was used in conjunction with a ceramic head and new liner.

Manufacturer narrative:
An event regarding a revision due to pain involving a trident insert was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿no material or manufacturing defects were observed on any of the components examined. In-vivo service related damage to the uhmwpe insert included scratching, a commonly identified damage mode on uhmwpe inserts.¿ the provided medical information was reviewed by a consulting clinician who concluded: ¿based on mar and x-rays, it is not possible to provide a failure cause with any reasonable certainty. More clinical information would be required to solve this case.¿ device history review: all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. The root cause of the reported pain could not be determined because insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
Revision of accolade stem due to painful hip. An adaptor sleeve was used in conjunction with a ceramic head and new liner.

Manufacturer narrative:
The following other hip devices were also listed in this report: accolade plus tmzf hip stem #4; cat# 6021-0435; lot# 31654703. V40 cocr lfit head 36mm/+5; cat# 6260-9-236; lot# mhrhh3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. When completed, the evaluation summary will be submitted in a supplemental report.